Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that half height drawer was not on the bus. A field service engineer powered down the system. The row board connectors for the half-height drawer were reconnected, and the cubies were also reseated. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was not recognized on the bus. The customer reported that there was delay in dispensing the medication,they were utilizing an alternative pyxis system to identify the medication for patients. There were no adverse events or injuries reported based on this event.